Manufacturer narrative:
Eval summary: qa analysis revealed that the guide wire was returned without any blood or contrast visible. The distal coils were stretched and separated 1 mm distal to the center solder, the entire tip was missing. There was a small piece of the core visible at the separation. There was no other damage noted to the guide wire. The guiding catheter used in the procedure was returned. The returned guiding catheter was flushed with water to locate the separated distal tip. The tip was removed from the guiding catheter. There was contrast visible on the distal coals. There were three kinks in the core, 3mm, 6mm, 8mm and 1 cm proximal to the tipball. The tip coils were in a hook shape. The coils were stretched slightly at the kinks. The distal end of the guide wire was dipped into red congo dye to verify there was hydrophilic coating on the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Prod performance engineering reviewed the incident info and the analysis of the returned devices. Results of the sem analysis indicate that the device core was subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to fail due to ductile overload, some portion of the guidewire would have to be trapped either in the anatomy or another device and excessive pull force applied. From the condition of the guide wire tip, the shape of the bends and kinks suggests that the tip of the guide wire caught on the thrombuster catheter. Because of the very short guidewire lumen on the thrombuster and because the thrombuster is fairly stiff, the floppy portion of the guide wire can prolapse and become caught on the thrombuster exit notch if the thrombuster is advanced too far distally onto the floppy portion of the guide wire, during thrombuster removal. That appears to be what happened in this instance. The guide wire and thrombuster became entangled causing the resistance that allowed fracture of the guide wire from tensile overload in the attempt to separate the devices. The lot history record was reviewed and there were no non-conformities associated with this lot #. A query of the complaint handling database was performed and there have been no similar complaints reported with this part and lot # combination. This is a very low-level failure mode that is monitored. Mfg assures the quality of the wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies all the requirements are met. This MDR is considered closed by prod perf group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guidewire separation. It was reported that the target lesion was the proximal circumflex with mild tortuosity, no calcification, and 90% stenosis. The pt had unstable angina pectoris. A guide wire was crossed to the lesion and another co's stent was directly implanted. The guide wire was exchanged for a bmw universal; however, it was unable to cross the distal area of the lesion. Thrombus aspiration was performed and the bmw remained in the first diagonal of the lad. Resistance was felt when the thrombuster was being removed from the pt's body. The thrombuster and bmw universal guide wire were removed together. The tip of the bmw guide wire was separated when it was checked after removing from the pt, so the entire sys was removed. The broken piece of the guide wire was unable to be located in the coronary and the physician believed that the broken piece was in the guiding catheter. The procedure was completed with post dilatation during another co's dilatation catheter. No add'l event or pt info is available.